Event description:
It was reported that the system displayed errors that required the system to be rebooted. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.